Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the evis lucera elite colonovideoscope, had poor image focus/zoom issue. Upon inspection and testing of the customer returned device, it was observed having foreign material within the nozzle. This report is being submitted for the malfunction (foreign material) found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the zoom mechanism was catching while zooming. Dirt was found around the objective lens, cloudiness was observed due to dirt on the objective lens, the bending angle was insufficient, the play of the angle knob was out of the normal state, there was dirt on the illumination lens and the bending section adhesive was missing. The air/water nozzles were clogged and the draining function was reduced, there was a foreign object in the nozzle, and there was dirt on the operation part. Scratches were found on the insertion tube, the tip cover, on switch 1, on the operation part, on the hardness adjustment ring, on the switch box, on the operation unit cover, on the up/down knob, on the up/down angle fixing lever, on the right/left knob, on the grip, on the universal cord, on the scope connector side of the universal cord, on the scope connector, on the scope connector cover, and on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an issue with the zoom. There were no reports of patient harm.